Event description:
Customer reports intermittent motion errors, sensor errors, and the motorized control is locking up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the joystick and motion servo. System operates as intended.